Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation. It was also reported that intermittent undersensing was noted on the elect rocardiogram (ECG) of the right atrial (ra) lead and oversensing was noted on the same lead on stored ecgs. Reprogramming was performed on the ra lead and remains in use. No further patient complications have been reported as a result of this event.